Event description:
Plastic surgery pack found to be contaminated with hair on specimen cup. Noticed after pack and all sterile supplies opened. Sterile supplies reprocessed, new sterile supplies and pack obtained. Surgeon/anesthesiologist notified. Lot number from sterile plastic pack 12gd0858, expires 11/30/2014. Specimen cup with hair on it and wrapper from plastic pack saved to be given to the manufacturer's representative. This event did not affect a patient directly. No patient in the or at the time this was discovered. But, there was a delay of 30-35 minutes for trays to be re-processed before case was started. We have encountered this type of problem before.